Event description:
In 2008, it was reported to boston scientific corp that a prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure three days prior. According to the complainant, during the procedure, the prolieve system displayed a "low water level" reading. The cartridge was filled with water and the water leaked out of the prolieve catheter reportedly between the balloon catheter junction. The procedure was completed with another prolieve thermodilitation kit. No patient complications were reported as a result of this event. The patient's condition was reported as "fine".

Manufacturer narrative:
The lot number of the prolieve thermodilitation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.